Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. On saturday the consumer charged the implantable neurostimulator (ins) and then the day before the report the ins shut off and was showing a power on reset (por) message. The por was able to successfully cleared and therapy was turned back on. Therapy was confirmed to be adequate. No further complications were reported.